Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600 mg/dl which was treated with insulin pump and insulin pen. Customer had symptoms like confusion and was weary. Customer¿s current blood glucose was also 600 mg/dl. Customer advised to change reservoir, infusion set, and insulin and to treat as per hcp¿s instructions. Insulin pump will not be return for analysis.